Event description:
It was reported the right atrial (ra) lead had a very high threshold post implant. It was noted that due to a diagnosis of stomach cancer and a poor prognosis it was decided to not intervene at that time. Ultimately the patient's condition improved, so at a routine device change out the ra lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product evaluation summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis found no anomalies. The analyst commented that review save to disk file taken during return product analysis of the device found that the atrial pacing was at 3.5 volts at 200 milliseconds.